Manufacturer narrative:
(B)(4). Batch # unknown. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance's were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Could you please clarify if there were any patient consequences?

Event description:
It was reported that during a low anterior resection, the doctor reported a bad formation of the staple line after firing. Apparently, the staples didn't reach the top to form correctly. The device trigger was loose, and it didn't appear firm to activate. Audible feedback, when firing, wasn't heard. Fortunately, the device didn't cut the tissue. It left unformed staples on the tissue. Surgery delay: 20 minutes. Action taken when event occurred: another device was used. Procedure was completed successfully.